Manufacturer narrative:
Upon reassessment of the reported event, it was determined no issue with the shell an; therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4).

Event description:
Shell was implanted and the surgeon could not free the shell inserter from the shell as it was cold welded into the shell. Surgeon had to use different implant and different instrument set.